Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger will not recognize his battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger will not recognize battery packs) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminate. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.